Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that the up and down arrows buttons were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.